Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the unit was evaluated and the reason for return: "unit was powering off intermittently " could not be duplicated. Replaced worn fingers on complete pressure adjusters with tip replacement kit. Added keyboard mask. The unit passed all diagnostic tests, functional tests, and is fully operational. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this serial number. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales representative that the unit was powering off intermittently during use. They were able to get through the procedure with the same pump with no patient consequence.